Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop spinning at the desired time on two separate days. This record addresses one of the instances of the malfunction. It was also reported that there was no adverse consequences as a result of this event. It was further reported that there was no surgical delay and the procedure was completed successfully.